Manufacturer narrative:
During the follow-up call, the customer stated that she no longer has the contour® next meter. The device is not expected to be returned for evaluation, and therefore, an in-house testing could not be performed.

Event description:
The customer from canada called ascensia customer service to seek assistance with the contour® next meter. During the troubleshooting, it was found that the customer's blood glucose readings were not being stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The device history record was reviewed for the suspected contour® next meter with serial # (B)(6), and no manufacturig anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Model # 7376 of the contour® next meter is only available in canada; therefore, the UDI # is not applicable.